Event description:
Boston scientific received information that a shock impedance of less than 20 ohms was detected on this transvenous lead. The physician determined that as this measurement involved only a single daily measurement, no remedial action was needed at this time and the lead will be assesed at a normal follow-up in three months. The patient will contine to be monitored via the patient monitoring system latitude. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue. No new allegations have been reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.